Manufacturer narrative:
The pod was received with the cannula deployed. No damages or defects were observed in the reservoir fill port that would cause failure to push fluid into the reservoir. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. Pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl while the pod was worn for between 4 and 24 hours. The patient reported difficulty pushing insulin into the fill port. As treatment, a new pod was applied.